Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to inform of an initial discordant result on one patient sample. The customer informed siemens that the calibration and quality control (qc) was acceptable at the time of processing the sample. The customer noted no issue with other diagnostic tests performed on the patient. Siemens is investigating the event.

Event description:
The customer obtained a discordant falsely depressed enzymatic creatinine_2 (ecre_2) patient result on the atellica ch 930 analyzer with serial number (B)(4). The customer did not report the result to the physician(s) and used the same sample and an alternate atellica analyzer to perform repeat testing. The customer noted the repeat result was higher and considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00256 on 19-oct-2021. Additional information (05-nov-2021): siemens reviewed the information provided and noted the siemens customer service engineer (cse) replaced the sample mixer and dilution mixer assembly, vertical motor, and performed alignments. Siemens concluded the cause for a falsely depressed enzymatic creatinine_2 (ecre_2) patient result on one patient sample is unknown and cannot rule out pre-analytical variables or sample-specific issues as a potential cause for the event. Siemens determined the atellica ch 930 analyzer is operational, and no further evaluation of the analyzer was required.